Event description:
An ortho clinical diagnostics (ocd) analyst found non-reproducible unexpected (B)(6) results (patient panel sample 1=(B)(6) and patient panel sample (B)(6) vs. An expected (B)(6) patient panel sample (B)(6)) were obtained for patient panel samples tested on vitros ahbs kit lot 4090 using a vitros 3600 system. A biased result of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected with patient samples. No patient samples were affected because this testing was not performed in a clinical laboratory setting. The (B)(6) results were not reported to a physician. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed two non-reproducible (B)(6) results were obtained using two (B)(6) patient panel samples respectively when tested on expired vitros ahbs reagent on a vitros 3600 system. Although the reagent used was past expiration, this is unlikely to have caused the results in question. Analysis of all vitros ahbs lot 4090 complaints found no additional related complaints had been obtained by ocd. Acceptable quality control results were obtained during the same test event. There was no evidence found to suggest an instrument malfunction contributed to the event. Patient samples were not tested in a clinical laboratory setting during the event and no allegations of patient harm were made as a result of the event. Root cause could not be determined, however the performance of the vitros ahbs reagent cannot be ruled out as a contributing factor. The investigation is ongoing.